Event description:
Product fault condition based on returned material in which corrosion of the magnets was discovered. No reported adverse user event with returning material. Manufacturer has evaluated returned product and implemented corrective action.